Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Previous investigations have shown that the root cause of navigation-ring failures was determined to be due to liquid ingress.

Event description:
It was reported to philips that the customer is unable to make any changes via settings. The touchscreen and the nav ring are unresponsive. There was no patient involvement or harm. This event was reported to have occurred during pre-use testing; there was no delay to therapy. The customer spoke with a remote service engineer (rse) and stated that liquid ingress may have settled behind the nav ring during decontamination. The green check mark was working. The rse dispatched a field service engineer to evaluate the device and conduct the necessary part replacement.